Event description:
It was reported the distal end of the awl fractured and separated from the handle after penetrating the cortex of the l5 vertebral body. As it was fully embedded in the bone, it was decided to be safer for the patient to be left in place.

Manufacturer narrative:
No conclusions can be made at this time. The condition of the device prior to breakage and force applied are unknown. The device is over seven years old. Device may have been worn from normal wear and tear, however, this cannot be confirmed. Device not returned.